Event description:
It was reported that during a total knee arthroplasty, a small piece was found at the surgeon's glove. It was confirmed that the broken piece was tub of the plastic ring.

Manufacturer narrative:
The associated device was returned and evaluated. A visual assessment of the device confirmed the stated failure. This failure mode has been previously identified. Although we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture; the information available as a result of this investigation indicates that corrective/ preventive action is warranted. This issue has been submitted to our CAPA process in accordance with applicable internal CAPA procedures. Should additional information be received, the complaint will be reopened. We consider this investigation closed.